Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5072 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the atrial pacing lead had high thresholds. The atrial is still in use. No patient complications were reported as a result of this event.